Manufacturer narrative:
The device was received for evaluation fully primed and spiked into a 2b2324 solution bag containing approximately 500 ml of solution. Visual inspection showed all 3 y sites were capped with a non-baxter cap. Visual inspection showed no obvious leaks. Functional testing was performed by using an in house 10ml syringe filled with distilled water and attaching it to the top y site and manually depressing the plunger. A leak from the middle y site from under the non-baxter cap was observed. The leak was detected when applying head pressure to the 2c8541 primary set from under the non-baxter cap. This occurred due, to the fact that, the non-baxter cap has a center post which when fixed to a baxter luer activated device (lad) causes activation of the gland. The reported issue was replicated only when the non-baxter cap was attached to the clearlink y site. Therefore, the reported condition was verified. The cause of the condition is due to the non-baxter cap is not compatible with baxter¿s lad. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a system continu-flo solution set leaked. The event occurred during an infusion of cytoxan (250 ml bag over 2 hours). Fluid was observed "coming out of the "y" port closest to the patient" the "y" port had a non-baxter cap on it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.